Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.